Event description:
The valve was implanted in 2000 and revised in 2000. The pt had a significant overdrainage in supine position, although the intracranial pressure measurements which were done preoperatively did not reveal high intracranial pressures.